Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump screen looks like it is hot. The customer reported that around the screen edges, it has a discoloration, and it usually goes away but this time it is not. The customer reported that right now it has been going on 3 or 4 hours without it going back to normal. The issue had been happening for about 2 weeks. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.